Event description:
The end user reported initially that he had been recommended by his doctor of medicine (md) to change his appliance following an infection. It sounded like the infection had been caused by the moldable part of the appliance delaminating and exposing different layers. He reported that the infection had since resolved and had been treated by his doctor of medicine (md). Later, the end user recanted and said it had not been an infection and that his skin had been red and irritated, and underneath the moldable appliance after removal there had been blood. However, after testing from his doctor of medicine (md), there had been no infection; therefore, antibiotics were not prescribed. The client said he had been advised to change his appliance. He went with company's known product, and after wearing the new appliance, his skin irritation resolved and there was no more bleeding. No photo is available at this time.

Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary photograph, video and/or physical sample evaluation: no photograph associated with this case was received. No return sample has been received for this complaint. Batch record revision results: packaging process performed in the flow wrap line: the lot: 5g02542, order (B)(4), material 1737761, was manufactured on 11/july/2025 in the flow wrap 1 machine manufacturing line, with a total of (B)(4) market units (mkus). The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bill of materials (bom), and the equipment settings were according to the process instruction. Assembly process performed in the accordion line: the subassembly lot: 5g01905, order (B)(4), material 1714354, was manufactured on 07/08/2025 in the accordion assembly line manufacturing line, with a total of (B)(4) each (ea). The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f05967, order (B)(4), material 1714354, was manufactured on 06/27/2025 in the accordion assembly line manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. Trilamination process performed in the esteem cmt line: the subassembly lot: 5g01185, order (B)(4), material 1714348, was manufactured on 07/06/2025 in the esteem cmt wafer line manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f04896, order (B)(4), material 1714348, was manufactured on 06/23/2025 in the esteem cmt wafer line manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5d02107, order (B)(4), material 1714348, was manufactured on 04/09/2025 in the esteem cmt wafer line manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g02165, order (B)(4), material 1714348, was manufactured on 07/11/2025 in the esteem cmt wafer line manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f00912, order (B)(4), material 1714348, was manufactured on 06/05/2025 in the esteem cmt wafer line manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e05553, order (B)(4), material 1714348, was manufactured on 05/26/2025 in the esteem cmt wafer line manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. Extrusion, lamination & cutting process performed in the (elc) 5, and elc 6: the subassembly lot: 5f00670, order (B)(4), material 1216904, was manufactured on 06/27/2025 in the elc 6 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g00148, order (B)(4), material 1216904, was manufactured on 07/02/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g00842, order (B)(4), material 1216904, was manufactured on 07/06/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f04910, order (B)(4), material 1216904, was manufactured on 06/23/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5c05368, order (B)(4), material 1216904, was manufactured on 04/01/2025 in the elc 6 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5b02824, order (B)(4), material 1216904, was manufactured on 02/14/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5d04497, order (B)(4), material 1216904, was manufactured on 04/24/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g00149, order (B)(4), material 1216904, was manufactured on 07/03/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e04528, order (B)(4), material 1216904, was manufactured on 05/24/2025 in the elc 6 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f01712, order (B)(4), material 1216904, was manufactured on 06/08/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e02556, order (B)(4), material 1216904, was manufactured on 05/19/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e04269, order (B)(4), material 1216904, was manufactured on 05/19/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e05238, order (B)(4), material 1216904, was manufactured on 05/23/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e05239, order (B)(4), material 1216904, was manufactured on 05/23/2025 in the elc 5 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. Mixing process performed in the amk mixer line: the subassembly lot: 5e00399, order (B)(4), material 1738336, was manufactured on 05/02/2025 in the amk mixer large 2 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5c03008, order (B)(4), material 1738336, was manufactured on 03/17/2025 in the amk mixer large 2 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5c06362, order (B)(4), material 1738336, was manufactured on 04/01/2025 in the amk mixer large 2 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f04568, order (B)(4), material 1738336, was manufactured on 06/20/2025 in the amk mixer large 2 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f05912, order (B)(4), material 1738336, was manufactured on 07/01/2025 in the amk mixer large 2 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f03537, order (B)(4), material 1738336, was manufactured on 06/17/2025 in the amk 450 mixer 8 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f02067, order (B)(4), material 1738336, was manufactured on 07/02/2025 in the amk 450 mixer 8 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f00899, order (B)(4), material 1738335, was manufactured on 06/06/2025 in the amk 450 mixer 8 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5b04398, order (B)(4), material 1738336, was manufactured on 02/21/2025 in the amk 450 mixer 8 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5b04186, order (B)(4), material 1738336, was manufactured on 02/20/2025 in the amk mixer large 2 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5b05325, order (B)(4), material 1738336, was manufactured on 02/26/2025 in the amk 450 mixer 8 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5d02557, order (B)(4), material 1738336, was manufactured on 04/11/2025 in the amk 450 mixer 8 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e03021, order (B)(4), material 1738336, was manufactured on 05/16/2025 in the amk mixer large 2 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e03607, order (B)(4), material 1738336, was manufactured on 05/16/2025 in the amk 450 mixer 8 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e03595, order (B)(4), material 1738336, was manufactured on 05/16/2025 in the amk 450 mixer 8 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e02753, order (B)(4), material 1738336, was manufactured on 05/13/2025 in the amk 450 mixer 8 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 02/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. Historical complaints review: on 26/feb/2026, complaint engineer ran a query in database in order to verify the complaints reported for the 5g02542 lot for the malfunction ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿ defect and no additional complaints type were identified. Historical nonconformance review: on 26/feb/2026, complaints engineer ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿ defect for the lot number 5g02542, 5g02542, 5f05967, 5g01905, 5g01185, 5f04896, 5d02107, 5g02165, 5f00912, 5e05553, 5f00670, 5g00148, 5g00842, 5f04910, 5c05368, 5b02824, 5d04497, 5g00149, 5e04528, 5f01712, 5e02556, 5e04269, 5e05238, 5e05239, 5e00399, 5c03008, 5c06362, 5f04568, 5f05912, 5f03537, 5f02067, 5f00899, 5b04398, 5b04186, 5b05325, 5d02557, 5e03021, 5e03607, 5e03595, and 5e02753. As result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the elc 6 manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "rolling ball tack test": sample quantity: 2 samples. Acceptance criteria: nmt 1" travel. Defect rate analysis: there has been 1 defective part confirmed to date from a lot size of (B)(4) products. (B)(4). Importantly to date, it was well within our accepted aql level for this type of failure mode or defect. Conclusions: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.